Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that the patient experienced a loss or change of therapy about a month ago in 2016. The patient was not able to feel stimulation anymore and therapy was on. The patient had to have their implant turned off for a bowel ileus nerve procedure that was not related to their implant and this was around the same time they were not able to feel stimulation. The patient was getting 50 percent or more symptom reduction. The indication for use for this patient was gastrointestinal/pelvic floor.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.